Manufacturer narrative:
Exact date unknown, event occurred approximately eight months ago.

Event description:
It was reported that the patient had difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.